Manufacturer narrative:
Product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3389s-40, lot # v877540, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was initially reported that implanting physician noticed an "oily" substance in the non-extensible body section of two extensions. Other than this observation, the implants went normally and impedances were within normal ranges. The affected product was reported to be the extension kit. One day later it was stated that there was "no rainbow reflection" and that it was "just a clear substance, which seemed to be liquid with intervening areas where it was absent." The substance was between "contact spacing" and "transition." Similar information had previously been reported on another patient with a different set of implants in manufacturer report # 300756 6237-2012-00941.

Manufacturer narrative:
(B)(4).